Event description:
It was reported that the patient was admitted to the clinic after the patient's family exchanged their system controller due to a backup battery (ebb) fault unprompted by a medical professional. Per the patient's mother the system controller was exchanged, the pump did not turn on and the backup system controller screen said "charging". They were then prompted to place the patient back on their primary system controller. It was noted that the ebb fault had not resolved, and log files were submitted for review which confirmed the ebb faults on (B)(6) 2024 along with a driveline disconnect at 13:20:14 and reconnected at 13:35:47. The pump returned to operating at set speed. The ebb fault had returned but appeared to have cleared after a system controller self-test was performed. Additional log files were submitted for review, and it appeared that on (B)(6) 2024 the system controller was powered up using the mobile power unit (mpu), but the driveline was not connected. The patient was sitting in bed at the time of the event and did not experience any symptoms. All the system controllers and backup batteries seemed to be working appropriately.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of difficulty engaging the driveline with the backup system controller was not able to be confirmed as no product was returned for evaluation. The account communicated that the patient was admitted after their family swapped primary system controller, unprompted, due to a "yellow alarm". The patient's mother stated that the pump did not turn on when connected to the backup system controller and the screen said "charging". The patient was then prompted to switch back to the primary system controller. Controller event log file data from the reported event date of 18jul2024 was reviewed. At 13:20:14 the driveline was disconnected from the primary system controller (serial number: (B)(6)), both power cables were disconnected by 13:21:14, and the controller shutdown sequence was initiated at 13:21:21, consistent with the reported unsuccessful controller exchange attempt. According to the captured data from the backup system controller (serial number: (B)(6)), the pump was never connected to the backup system controller. The primary system controller shutdown sequence was aborted at 13:21:21 and was restarted/cancelled multiple times over the next approximately 6.5 minutes, with the primary system controller never being shut down. Both power cables were reconnected to the primary system controller by 13:35:13 and the driveline was reconnected to the primary system controller at 13:35:47. The pump ramped back up to the set speed without issue. The pump appeared to have operated as intended at the set speed while the driveline was connected to the system controller. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.